Event description:
It was reported that a patient underwent an unknown spinal procedure and had achieved a solid fusion. At an unknown time post-op, it was reported that a screw was broken. During the revision procedure, while trying to remove the screw, it was reported that the screwdriver tip broke. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.